Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve using the right transfemoral (tf) approach using a non-medtronic sheath, the delivery catheter system (dcs) was unable to advance through the right common iliac artery (cia). Multiple attempts were made using plain old balloon angioplasty (poba) and a non-medtronic dilator; however, after almost an hour, tension from the repeated attempts appeared to damage the dcs capsules. Subsequently, a new valve and dcs were used and the procedure was switched to the left tf approach. During the implant of the second transcatheter valve, a non-medtronic sheath was used, but the dcs was unable to advance through the left cia, so another non-medtronic sheath was used; however, the same issue occurred. Subsequently, a final non-medtronic sheath was used. Despite resistance, the dcs advanced successfully and the valve was implanted. Following the valve implant, digital subtraction angiography (dsa) revealed "slight dissection-like findings" in the left cia, and a stent was placed. It was observed that both dcs capsules were likely damaged and the timing of the dissection remains uncertain. Per the physician, the patient¿s advanced age and narrow anatomy contributed to the event. Additional information was received indicating that the dsa revealed a dissociation-like appearance in the left cia. Per the physician, the cause of the dissection was likely the dcs capsule. The 18 fr dry seal insertion was also attempted; however, so it is unknown at what stage the dissection occurred. Of note, no damage was noted on the dcs capsule in particular.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve using the right transfemoral (tf) approach using a non-medtronic (gore 14fr dryseal) sheath, the delivery catheter system (dcs) was unable to advance through the right common iliac artery (cia). Multiple attempts were made using plain old balloon angioplasty (poba) and a non-medtronic (cook 16fr) dilator; however, after almost an hour, tension from the repeated attempts appeared to damage the dcs capsules. Subsequently, a new valve and dcs were used and the procedure was switched to the left tf approach. During the implant of the second transcatheter valve, a non-medtronic (gore 14fr dryseal) sheath was used, but the dcs was unable to advance through the left cia, so another non-medtronic (gore 18fr dryseal) sheath was used; however, the same issue occurred. Subsequently, a final non-medtronic (edwards 14fr) sheath was used. Despite resistance, the dcs advanced successfully and the valve was implanted. Following the valve implant, digital subtraction angiography (dsa) revealed "slight dissection-like findings" in the left cia, and a stent was placed. It was observed that both dcs capsules were likely damaged and the timing of the dissection remains uncertain. Per the physician, the patient¿s advanced age and narrow anatomy contributed to the event.